Event description:
Reporter alleged the customer attempted to test on the compact plus system but could not get a result due to an unknown error message. A lawn care worker transported the customer to an urgent care clinic, and her blood was drawn and her blood glucose value was 39 mg/dl. The type of treatment provided is unknown, and the customer felt "fine" when she was released 2 hours later. The customer had experienced hypoglycemic symptom of shaking. Her normal range is 80-225 mg/dl. Three attempts were made to gather additional information, but these were unsuccessful. The alleged products were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.